Event description:
New information received notes that lead fracture was observed.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.2cm was returned for analysis. External insulation abrasion was noted at 45.6-46.0cm from the distal tip, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, and received mandatory medwatch form 08/20/2014 (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in-clinic, low, out of range, high voltage lead impedance was observed. No other electrical anomalies were detected. The lead was explanted and replaced.